Event description:
The user facility reported that the distal portion of the guiding sheath became separated during removal following a peripheral intervention procedure. Follow-up communication confirmed that: (1) the guiding sheath was being used in the left femoral artery from a contra-lateral approach; (2) during removal the physician reported that resistance was encountered; (3) the physician noted that the sheath had been partially separated as it was withdrawn from the patient; (4) the entire device was removed from the patient; (5) the initial procedure was completed successfully; and (6) the patient is reported to be ¿well off.¿

Manufacturer narrative:
Results - is based upon evaluation of returned sample and user facility information; testing of reserve samples. Conclusions - is based upon evaluation of returned sample and user facility information; testing of reserve samples. The involved device was returned and evaluated. Examination confirmed: (1) an unknown guide wire remained inserted through the lumen of the sheath; (2) the plastic inner & outer layers of the sheath tubing had been separated at approximately 268-mm distal to the hub; (3) edges of the sheath material adjacent to the point of separation were ragged; (4) the coil wire of the sheath had been stretched and straightened, but remained intact connecting the proximal & distal portions of the plastic sheath tubing layers; (5) the guide wire that was returned with the used sample was visibly kinked at approximately 343-mm from the hub of the sheath, which was located within the area of the sheath where the plastic tubing has been separated. Examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of abnormalities or defects. Testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description and appearance of the returned sample are consistent with the sheath having been damaged as a result of continued attempts to withdraw the device against significant resistance. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).